Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 14 jan 2020 were reviewed to identify patient harms/product issues on (B)(6) 2020. The patient underwent a left knee revision due to pain and tibial tray loosening at the cement to implant interface. The surgeon noted the femoral and patellar components were well-fixed and retained. Previous review by clinician indicated two depuy cement products were used during the primary operation. Doi: (B)(6) 2017; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
H10 additional narrative:  product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.